Event description:
It was reported the insulin pump alarmed button error. Customer's blood glucose was 5.7mmol/l. Customer reported he left the device on the ground when he was playing. Customer was unable to clear the alarm. No further information reported.

Manufacturer narrative:
The insulin pump had numbers counting up on the display and then a blank display. The problem was isolated to the mother board. No button error alarm could be verified due to the blank display. The insulin pump had minor scratches on the display window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.